Event description:
It was reported that the device became stuck on the wire. A 2.1 mm jetstream xc catheter was selected for use in a lower left leg atherectomy procedure. During the procedure, it became stuck on a non-bsc wire and would not come off. The device and wire were removed successfully and completely from the patient. The atherectomy was abandoned and the procedure was completed using a balloon. There were no patient complications and the patient status post-procedure was reported as fine.